Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (sicd) with this electrode received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review and noted movement artifact. Ts also noted the patient has a cardiac resynchronization therapy pacemaker (crtp) implanted. Technical services (ts) recommended further in clinic review to find other vectors for better amplitude and performing an xray. This electrode remains in service. No adverse patient effects were reported.